Event description:
A male pt contacted lifecor customer support to report that one of his battery packs was not holding a charge. He would put it into the charger and it would show it was fully charged but the light with the "battery pack fault" led would illuminate. The battery pack would not turn on the monitor. Support asked pt to perform a download. Pt did not want to download at this time. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval for battery pack has been completed. One battery pack would not work because there was an unk substance inside the battery pack. One of the cells was corroded. The battery pack was scrapped. The root cause of the battery pack not charging was this unk substance. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.